Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. The visual inspection of returned targeting arm was visually inspected and we found the device is good in overall condition. While the oblique knob is missing from its place and has not been returned for verification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation the root cause can be attributed to user handling issues. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "by inserting the nail, the gray knob of the friction lock mechanism (oblique screw placement) broke off."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "by inserting the nail, the gray knob of the friction lock mechanism (oblique screw placement) broke off."